Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup. Multiple reports were submitted along with this report 0001825034-2022-01297. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to disassociation of the liner from the cup. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections were radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: malalignment of the right hip arthroplasty reflecting liner disassociation as noted. Reported event was confirmed by review of x-rays provided. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.